Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10759. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). A 330cm rotawire¿ and a 1.50mm rotalink¿ burr were selected for use. During ablation inside the patient, it was noted that the rotawire became detached. The physician attempted to remove the detached component of the rotawire from the patient's body; however, it was not retrieved and remained inside the patient's body. The procedure was completed with another of the same rotawire and another of the same burr. The patient is under follow-up observation. No further patient complications were reported.